Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer via a manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient had experienced intermittent stimulation. Impedance testing was performed at 3 volts and results showed normal function of the device c0: 600 ohms 31 ua;c1: 496 ohms 37ua;c2: 496 ohms 37 ua;c3: 600 ohms 31 ua;01: 755 ohms 24 ua;02: 1004 ohms 18 ua;03: 1015 ohms 18 ua;12: 755 ohms 24 ua;13: 807 ohms 23 ua;23: 755 ohms 24ua. Therapy impedance showed 920 ohms and 55 ua. They also reported the patient programmer was also having difficulty with connections. The patient tried multiple times before she was able to connect with the device. A replacement patient programmer was decline by the patient because she would be scheduling implantable neurostimulator (ins) replacement.